Manufacturer narrative:
Based on the provided data, the patient is considered truly non-reactive for anti-hcv. No reagent issue was detected.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received false negative results for 6 samples collected from the same patient and tested with the elecsys anti-hcv ii immunoassay on a cobas e 411 immunoassay analyzer. The sample values were reported outside of the laboratory to a physician who questioned the results because these did not agree with results obtained with the abbott architect method. The date of the event is not known. Three samples were collected from the patient in (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 and these resulted in positive anti-hcv values when tested on an abbott architect analyzer. Refer to the attachment for all patient data. All six samples were tested on the customer's e411 analyzer. It was asked, but it is not known when the first three samples were collected. Sample 4 was collected before dialysis of the patient on (B)(6) 2021 and sample 5 was collected after dialysis of the patient on (B)(6) 2021. Sample six was tested on (B)(6) 2021. Samples 4 and 5 were also provided for investigation, where they were tested on a cobas e 411 immunoassay analyzer and a western blot method, "lia". The serial number of the customer's e411 analyzer is (B)(4). The lot number and expiration date of the anti-hcv reagent used on this analyzer were asked for, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4). Anti-hcv reagent lot number 520154, with an expiration date of september 2021 was used on this analyzer.